Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was attempted implant due to high out of range pacing impedance measurements and connection issue. During the procedure, this left ventricular (lv) lead was connected to the device and when the measurements were taken, pacing impedances were above 3000 ohms. The lv lead was then taken out again and measured via the abbott psa device which showed impedance measurements at 2200 ohms. The lead was re-inserted into the device again and same measurement of above 3000 ohms was noted. Subsequently a non-boston scientific lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.